Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), it was not possible to move the grippers. The physician pulled the gripper lever, but the grippers did not move. Therefore, the device was not used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the griper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.na.